Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file captured low voltage hazard and no external power alarms on 07nov2023 from 6:11:37 to 6:11:46 and from 6:11:48 to 6:11:51 due to temporary losses of power while connected to the mpu. The alarms resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. The provided information stated that the root cause of the reported event was the mpu ac power cord becoming disconnected from the wall outlet. It was reported patient has made sure the outlet is in good repair and the cord can remain securely plugged in. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review from a routine visit. The log file captured a no external power event on (B)(6) 2023. This was caused by power to the mobile power unit (mpu) being briefly interrupted. It was later reported that the alternating current (ac) power cord came loose at the wall outlet and the patient had made sure the outlet was in good repair so the ac power cord could remain securely plugged in.